Manufacturer narrative:
A follow-up repot will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audio from the speaker. It is unclear whether the device was being used on or off the network at the customer site. The device was in clinical in use when the issue was found. There was no report of patient or user harm.